Event description:
Pt was being transferred from shower trolley to chair, suddenly clip on sling cracked. Pt hit head on floor. Pt wounded head and was drowsy for 1.5 hrs. A few days later no problems.